Event description:
It was reported that approx two years after the successful implantation of a vascular stent in the sfa, x-ray imaging demonstrated a stent fracture. No intervention was performed. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided. A device history record review is being performed. The investigation is currently underway.